Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was on friday patient was walking and got an awful shock. It was so bad. Patient thought they got struck by lightning. The whole body shook so bad, patient almost fell. Pt almost fell, went way down. Pt usually walked with crutches. If pt did not have crutches with, pt would be on the ground. Pt described after pt got a horrible shock, the sensation went off and then came on for a second, then off for a second and came back on. So, it came back on 2 times within 5 seconds. Then pt shut therapy off and hadn't turned it on since. The shocking no longer happened. Patient had no falls or trauma. Patient also mentioned starting on (B)(6) they started having sciatica pain in their butt and down the leg. Patient said it was a different, new pain. Normally pt had a different pain. Pt said they had crps. Reviewed to keep the device charged but not use it until healthcare provider can check the device. The patient was redirected to their healthcare provider to further address the issue. Pt will be calling hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.